Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 08apr2021. The user reported that "the second part with the anchor did not deploy, on an 8f puncture under anti-aggregants it is complicated." The patient was slim and in good health. The incident occurred after insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in sections a and b5.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not work, forcing thirty minutes of compression of the femoral point. There was no patient harm reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma: pressure may be applied to the puncture site using digital or manual pressure or using a compression device." Note: if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure(one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the deployment sleeve was returned in the forward lock position with the released anchor visible at the distal tip of the hemostasis sheath. The deployment sleeve was returned in the forward lock position with the anchor released and visible at the distal tip of the hemostasis sheath. No other visual anomalies were noted with the returned device. The device was subjected to functional testing and the deployment sleeve was moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. The lot history of the suture was traced from the final device batch as follows: 8fr angio-seal vip lot number: 0000018694 (final pack) was manufactured using p/n: 13870-000, batch number: 0000000942. The results of the suture tensile strength was reviewed and found to be 14.37lb (average tensile straight), which was within the specification limits listed in the certificate of analysis. IFU states: "maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible." "For bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The IFU also indicates that:'' note:- if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure(one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' Based on the evaluation performed, the complaint could be confirmed for the failure mode of partial-deployment pullout since the anchor was released and the device was in forward lock position. The likely root causes for this issue could be that the device sleeve not being positioned in the rear lock position. Functional testing was not completed since the suture broke upon pulling. It is likely that the device was exposed to high temperatures (over 100f) while shipping back. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.